Event description:
Information received indicates fluid was found on the siderail caregiver board and cable.

Manufacturer narrative:
The technician replaced the caregiver board and siderail cable to repair the bed.